Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: health effect - clinical code corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
After receiving a pump exchange, the patient was stable under mid dose catecholamine and vasopressor therapy and the pump was running with around 5 liters again like before. The patient was transferred to the ICU under these conditions. It was additionally reported that the patient passed away on (B)(6) 2024 related to the fulminant sepsis. The beginning septic event ended in a fulminant sepsis with complete escalated therapy (highest dose of catecholamine, veno-arterial extracorporeal membrane oxygenation (vaecmo) due to lung failure etc.) Was related to the outcome. The outcome was not device or therapy related. An autopsy would not be performed. The pump would not be explanted or returned.